Event description:
The customer reported failure code 803: 07.

Event description:
The facility reported a fail code 703. Information was not provided regarding whether or not the failure occurred during a patient infusion.